Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported by the customer that "on (B)(6) 2023 a nurse started an IV on a patient with the new cathena IV catheters, after successfully inserting it and removing the needle portion from the catheter end, blood had sprayed out of the end of the catheter and up her arm. I talked with xxx, acute manager, and the same thing happened to her and another nurse on the unit. Thank goodness the blood did not get into an open wound or mucous membrane. I wanted to let you know that this is happening and see if you have any recommendations. The reason we switched was to move towards a safer IV catheter system. When I talked to the nurse, she said she thought the spring in the IV may have been to blame. She heard a spring sound, like from the old cartoons, and then the blood splashed. I appreciate your assistance with this concern and let me know if you need additional information". Verbatim: complaint received via email. Email(s) attached. Xxx- this is xxxx, chcs employee health nurse. I am emailing you about a concern regarding the 3m cathena IV catheters. On (B)(6) 2023 a nurse started an IV on a patient with the new cathena IV catheters, after successfully inserting it and removing the needle portion from the catheter end, blood had sprayed out of the end of the catheter and up her arm. I talked with xxx, acute manager, and the same thing happened to her and another nurse on the unit. Thank goodness the blood did not get into an open wound or mucous membrane. I wanted to let you know that this is happening and see if you have any recommendations. The reason we switched was to move towards a safer IV catheter system. When I talked to the nurse, she said she thought the spring in the IV may have been to blame. She heard a spring sound, like from the old cartoons, and then the blood splashed. I appreciate your assistance with this concern, and let me know if you need additional information. Have you had any similar reports? If so, what did those facilities do to minimize risk?

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using the unspecificed bd cathena IV catheter, blood had sprayed out of the end of the catheter. This is 1 of 2 related events. The following information was provided by the initial reporter: on (B)(6) 2023 a nurse started an IV on a patient with the new cathena IV catheters, after successfully inserting it and removing the needle portion from the catheter end, blood had sprayed out of the end of the catheter and up her arm. I talked with xxx, acute manager, and the same thing happened to her and another nurse on the unit.